Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a remote check the following day and the noted elevated troponin and syncope were thought to be unrelated to device performance.

Event description:
It was reported that the patient was in motor vehicle accident and a remote transmission was requested due to elevated troponin, and syncope. The remote transmission showed that the cardiac resynchronization therapy defibrillator (crt-d) had triggered recommended replacement time (rrt), battery voltage low, approximately two weeks prior. The crt-d remains in use. It was also reported that the reports were not generated in the remote monitoring network express and had an error message as "request not completed". Mentioned that they could not generate the reports associated with patient and tried to generate on another computer but received the same result. Technical support (ts) was provided; reviewed remote monitoring network express and noted that reports were generated without any issue on ts side. Advised that there may be information technology (it) related issue. So informed that they generated the reports and shared through electronic mail (email). No further patient complications have been reported as a result of this event. It was further reported that the patient had a remote check the following day and the noted elevated troponin and syncope were thought to be unrelated to device performance. It was further reported that the crt-d was subsequently explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in motor vehicle accident and a remote transmission was requested due to elevated troponin, and syncope.  The remote transmission showed that the cardiac resynchronization therapy defibrillator (crt-d) had triggered recommended replacement time (rrt), battery voltage low, approximately two weeks prior.  The crt-d remains in use. It was also reported that the reports were not generated in the remote monitoring network express and had an error message as "request not completed". Mentioned that they could not generate the reports associated with patient and tried to generate on another computer but received the same result. Technical support (ts) was provided; reviewed remote monitoring network express and noted that reports were generated without any issue on ts side. Advised that there may be information technology (it) related issue. So informed that they generated the reports and shared through electronic mail (email). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7 product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.